Event description:
It was reported that customer sent email about concern related to pump cartridge amount, but no further details about the issue were provided. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from support, so no troubleshooting or corrective actions were performed and no additional information was obtained.

Manufacturer narrative:
In use at the time of the event: cgm model: g6 mobile os: android / android_galaxy s20 fe 5g / 2.3 / android 16.